Manufacturer narrative:
There were no allegations reported against the returned paddle lead, so the device is deemed returned for ¿unknown¿ reason. Analysis of the returned paddle lead found it was cut during the explant procedure: paddle (stimulation) end segment and two lead tail (terminal end) segments. There was some damage noted to the paddle that was consistent with the explant procedure (missing contacts).

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05254 it was reported that the patients ipg and lead would be returned. Surgical intervention was taken on an unknown date for an unknown reason, where the system was explanted.